Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, mildly tortuous, proximal left anterior descending artery. Pre-dilatation was performed with a 1.5 x 12 mm balloon catheter followed by deployment of the 2.5 x 38 mm xience prime stent at 15 atmospheres. A stent edge dissection was observed for which another xience prime stent was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.